Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The sales representative visited the patient's home and replaced the device with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm sounded upon turning on the unit. After clearing the alarm, the event log was checked, and it was confirmed the alarm was triggered due to a machine flow sensor drift high error code. Operational checks were performed, and the error code was not duplicated. As a preventative measure, the flow sensor was replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.